Event description:
It was reported that the patient¿s device never worked on his right side. The reporter stated that in (B)(6) 2013, the patient had new ¿wires¿ and a new lead put in. It was later reported that the patient had received assistance from a health care provider (hcp) or manufacturing representative on (B)(6) 2013 and no longer had concerns about the device or therapy. It was also noted that the patient had met with a manufacturing representative on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).